Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 15mm in length, severely calcified and was located in the proximal left anterior descending (lad) artery. The physician used a 6fr xb guide catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician treated the lesion and removed the oad. A balloon was attempted to be advanced across the lesion, but could not. The oad was re-introduced into the patient and the physician performed two additional runs at low speed. At this time, an st segment elevation was observed on echocardiogram and angiography revealed a perforation in the lad artery. A balloon was advanced across the perforation and inflated to stop blood flow. The patient was transferred to the operating room for surgical intervention and bypass. Additional information has been requested, but none has yet been received.